Manufacturer narrative:
Customer states that the piston moves forward instead of back on the head a. No reported injury. Regional service found incorrect operation of the piston, piston moving forward instead of backward on the head a, as commanded. Service installed a service kit display subassembly (802116), but the problem was not fixed. Subsequent to this, service replaced the optivantage powerhead pcb assy (844375-1), which fixed the problem. The unit was homed with full recovery injection functions, tested and calibrated successfully per procedure. Technical control problem was solved. Unit was put back in service.

Event description:
Customer reported the piston moves forward instead of back on the power head side a. No reported injury.